Event description:
"While performing a lap chole - it was noticed when pulling the instrument out of the port that the screw was missing. X-ray confirmed screw was in pt. Screw removed by surgeon laparoscopically. No injury, prolonged surgery 30 mins".

Manufacturer narrative:
Product received 9/7/2006. Follow-up report will be sent when the engineer has completed his evaluation.